Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 94% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Product event summary #geo event description: it was reported that this protecta cardioverter resynchronization therapy defibrillator (crt-d) tripped recommended replacement time (rrt) due to possible premature battery depletion. Preliminary geo assessment: no historical data provided - lv output settings were 5.5v, and rv at 3v - according to ppr the minimum expected longevity is 3.2 years - high lv outout settings may have contributed to reduced service life - will request to create std when device is received at eoc - device not enrolled on carelink preliminary geo conclusion: suspect high output settings contributed to rapid battery depletion ((B)(4), (B)(6) 2014); analysis of std - longevity calculation indicates the device met its expected longevity ((B)(4), (B)(6) 2014). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had an unexpected longevity of less than two years after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.